Manufacturer narrative:
G.4. K201075; k251654.

Event description:
Rn was about to start IV on patient's right hand using 24g insyte autoguard IV catheter. On needle insertion, flash was seen and rn started to advance catheter when resistance was felt and patient grimaced in pain. IV catheter was removed and gauze and coban applied on insertion site. On inspection of IV catheter, part of the catheter was bent at the tip and needle seemed to have punctured through it hence unable to advance catheter into patient's vein. New IV access established on left hand which was successful. Treatment proceeded as ordered. Patient was discharged in stable condition was there injury? Resulted in the need for increased monitoring.

Manufacturer narrative:
The complaint that the needle had gone through the IV catheter tubing was confirmed and the cause appeared to be associated with use. Three 24g insyte autoguard devices from lot 5283690 were provided for investigation. Each sample exhibited evidence that needle punctured through the side of the catheter tubing. Evidence of use was observed on two of the returned samples. As the sample exhibited evidence of use, the catheter was likely damaged during the insertion process. The instructions for use (IFU) state, "if the needle is partially or completely withdrawn from the catheter tubing during insertion, do not re-insert the needle into the catheter tubing as damage may occur." Manufacturing controls are in place to mitigate the occurrence of this type of failure. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information.